Event description:
It was reported that biliary stents implanted in the sfa, allegedly fractured. Three stents were placed six months ago. Reportedly, fractures are seen at two points. The patient has had pain and the physician found that the proximal end of the stent was completely thrombosed. The physician lined the entire stent with another stent, and the patient is now asymptomatic. Patient injury from the fracture is unknown.

Manufacturer narrative:
The device history records were not reviewed, as the lot number is unknown. The stent remains implanted, therefore, no sample evaluation could be done. The event is currently under investigation.